Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for defective stopper molding with the incident lot was observed. Additionally, evaluation of the customer samples was performed and defective stopper molding was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that the stopper in the bd vacutainer® k2 edta (k2e) blood collection tube had a molding defect found on it during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 1ea tube stopper has molding defect issue."

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the stopper in the bd vacutainer® k2 edta (k2e) blood collection tube had a molding defect found on it during use. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "during use, the customer found 1ea tube stopper has molding defect issue."